Event description:
It was reported that the 9900 system lock would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call.